Event description:
A malfunction was reported. There was no reported adverse impact to the customer's blood glucose level. The corrective action involved replacing the pump, with the customer set to return the device for which a replacement had already been provided by the distributor.